Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device history record (DHR) review was completed and revealed this device is associated with 1314492-09/21/16-001-c. The reported symptom was not reproduced and the speaker was found to function, without error, at all audio levels. The rear case requires replacement to satisfy 1314492-09/21/16-001-c. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a speaker that did not function properly. There was no patient involvement associated with this event. No additional information is available.